Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow-up after breaking their back. An intermittent loss of right ventricular capture was observed and the patient reported experiencing fatigue. It was determined that the lead had become dislodged. On (B)(6) 2015, the lead was explanted and replaced. The patient was noting be in stable condition following the event.